Event description:
A blackstone icon spinal fixation system with pedicle screws was inserted x5 in lumbar spine. One screw cracked resulting in surgery to remove screws and bars. The only thing different about this one is the numbers are different than the ones recalled in 95. Description of reason for recall is exactly the same.